Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time. The surgeon stated that one of the devices did jam and the other would not cut or staple. The procedure was extended over 3 hours due to the difficulty with the devices. They used 2 new like devices and suture to complete the case and over sewed the staple lines. The pt is stable.

Event description:
It was reported that during a revision from a gastric band to a gastric bypass procedure, the surgeon fired both devices during the case and on the fourth firing, they would not staple or cut over the gastric stomach tissue. The staple line was incomplete and proximal to the device.